Manufacturer narrative:
The reported event of si-20816; clamp fell out; broken safety clamp-ail sensor housing file was opened to document an event that the customer reported. No devices or logs were returned for investigation. Although no devices were provided for investigation, the photos in the site visit summary confirm the customer¿s generalized report. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the nurse was preparing an infusion to place in the alaris pump and found 3 channels with a broken safety clamp-ail sensor housing prior to use on a patient. There was no patient involvement.